Event description:
A pt implanted with prodisc-l is scheduled for revision, reported condition is the l5 vertebral body has slipped over s1 and pt has bilateral fractures in the l5 pedicles. This is 1 report of 3 for the same incident.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Reported as 2008. Reported as 2009, investigation is on-going. No conclusion can be drawn at this time. Manufacturing records cannot be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.